Manufacturer narrative:
.

Event description:
On (B)(6), 2015, the patient underwent an emergent endovascular procedure using conformable gore tag thoracic endoprostheses (tgu404020j/13951157, tgu404020j/13763170) to repair a ruptured pseudoaneurysm of an anastomosis site in the thoracoabdominal aorta. The patient had, on an unknown date prior to the ctag implant, aortic valve, ascending aorta, and thoracoabdominal aorta replacement surgery due to marfan syndrome. It was reported that resistance was noted during advancement of a gore dryseal sheath with hydrophilic coating (dsl2428j/13641914); however it was able to reach the intended position. The ctag devices were then advanced and deployed at the intended position with no reported issues. The physician attempted to remove the sheath with extreme care, as the sheath was being retracted from the right common iliac artery, an angiography was performed showing no reported issues. The physician then attempted to fully remove the sheath from the patient while being extremely careful, and another angiography was performed revealing that the right external iliac artery ruptured. The rupture was repaired by implanting gore excluder aaa endoprosthesis contralateral leg component (pxc121000j/13794850) and iliac extender component (pxl161007j/13585761). Final angiography showed that the rupture was repaired, and the patient tolerated the procedure. It was reported that the diameter of the right external iliac artery was measured 7.0-8.8mm, smaller than the outer diameter of the dsl2428j. The physician was aware that the diameter of the access vessel was narrow; however he expected that the vessel would dilate due to marfan syndrome. It was also reported that the condition of the vessel seemed poor.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (9.1 mm for a 24 fr sheath), then vessel damage may result. Addition lot 13641914: UDI (B)(4).